Event description:
Customer reported no delivery alarms on his insulin pump. Customer's blood glucose is 441 mg/dl. He treated with manual injections. He stated he has gone through about ten infusion sets in the last three days. His insulin pump has only been delivering half the amount of insulin doses. The alarm was resolved with a complete set change. Customer declined troubleshooting. He does not want to send the reservoir back for analysis. The last no delivery alarm was (B)(6) 2014. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.